Manufacturer narrative:
The device was returned for evaluation. Incoming visual inspection no visual anomalies. The device was returned with the bottom fitting. Technical visual inspection identified no visual anomalies. Device evaluation found an internal leak with the alarm sleeve. This confirmed the reported event. A complete overhaul was performed on the device. The device was re-calibrated and tested to OEM specifications. The alarm calibration, inlet check valve leak test, outlook flow test and final visual inspection all passed. The root cause for the reported alarm was determined to be the malfunction of the internal leak with the alarm sleeve. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device keeps alarming. There was no report of patient involvement. No further information available.